Manufacturer narrative:
On 10/1/2020, tandem technical support reviewed the pump data logs and verified that the pump was calculating boluses correctly. However, the contact did not accept the initial information and requested a replacement pump on (B)(6) 2020. During a follow-up call on 11/6/2020, the contact declined the replacement pump as they also confirmed that the pump was performing as intended.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump delivered too large of a bolus requested. Reportedly, the pump miscalculated the bolus to be twice the amount requested. The customer's blood glucose (bg) level was 38 mg/dl. Customer's mother provided assistance in treating the low bg by administering a glucagon shot for the customer. Reportedly, the customer continued to use the pump for insulin therapy.